Event description:
Boston scientific received information that this left ventricular lead had become dislodged two months post implant. A revision procedure was performed; the lead was removed and replaced. In addition, insulation damage was noted on the atrial lead. The decision was made to remove and replace the atrial lead as well. No additional adverse patient effects were reported.

Manufacturer narrative:
A new left ventricular and atrial lead were successfully implanted. To date, the leads have not been received at boston scientific. Should additional information become available an amended report will be submitted.